Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited changes in the right atrial (ra) pace impedance measurements. Trending displayed a few pace impedances spikes from approximately 600 ohms range up to 950 ohms range. In addition, there were a few recorded pace impedance measurement of 1830 ohms. It was suspected that there was a pacing impedance measurement, measuring greater than 2000 ohms due to the red alert. Boston scientific technical services discussed possible causes and recommended in-clinic testing. Additionally, the patient was seen in-clinic for provocative testing, no anomaly was found. The patient will continue their routine follow ups. No adverse patient effects were reported. This product remains in service. The involved ra lead is a non-boston scientific product.